Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the disposable pressure transducer line from patient artery became detached at vamp stopcock. The line disconnected at a point which is designed to be permanently fixed. The disconnection of the line resulted in the patient bleeding. The staff were alerted to the situation by the obvious bleeding and the associated alarms on the patient monitor being triggered. There was no patient injury.

Manufacturer narrative:
We received one single dpt vamp adult kit for examination. The pressure tubing had been detached from the vamp reservoir stopcock. Dry blood was evident throughout the vamp system. Pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on less than 50% tubing bond surface area. Tubing outer diameter was measured near the point of detachment and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.